Event description:
It was reported that the pump was three years old and ¿they just got it working.¿ the patient got a new catheter in the spring and, since then, the pump worked fine. The pump had ¿wicked withdrawals.¿ it was ¿pure misery¿ for the patient for a long time before they got the pump working right. The reporter did not remember when the patient went through withdrawal, as it happened so many times. The drug used at the time of this event was not reported. However, at the time of the report, the device system was used to deliver dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).